Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). A device history record (DHR) review was performed, and no relevant non-conformances were identified. Engineering evaluation summary: per (B)(4), svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia, coronary artery disease and atherosclerosis. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 5 years, 8 months due to calcification, degeneration with moderate stenosis and regurgitation. The patient presented with heart failure, dyspnea, and fatigue due to valvular disease. Tmvr was successfully completed with a 26mm 9755rsl transcatheter valve and patient was stable at the end of the procedure.